Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the logs shows a "CPR-d pads off" message and the device prompts "check defib pads". This suggests that the cable became disconnected from the tester. The cable and tester used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "analysis halted" messages. Complainant indicated that there was no patient involvement in the reported malfunction.